Event description:
There was an allegation of questionable elecsys ft3 iii results for 1 patient on two cobas e 801 modules and a cobas e 411 immunoassay analyzer compared to a wako accuraseed analyzer. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer's analyzer serial number, reagent lot number, and expiration date were not provided. The investigational e801 analyzer serial number is (B)(6). The investigational e411 analyzer serial number is (B)(6). The reagent lot number used was 686656 with an expiration date of 30-apr-2024. The sample was requested for investigation. The investigation is ongoing.

Manufacturer narrative:
The patient sample was provided for investigation. The investigation determined that there is an interfering factor against the idiotype of the monoclonal antibody of the ft3 assay in the sample. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." No product issue was identified.